Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/10614880. (B)(4). Other device used: catalog #unk, unknown zimmer harris/galante porous acetabular shell, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported twelve patients were revised due to aseptic loosening and femoral osteolysis.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.